Event description:
It was reported that the atrial lead exhibited undersensing of atrial fibrillation. No intervention was reported. No additional information was available.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5155001.